Event description:
After treating a patient with the model 3100a for about 5 minutes, the 3100a stopped oscillating and the low mean airway pressure alarm activated. The patient was placed on another type of ventilator without any apparent or stated compromise.